Event description:
Per the audiologist's report, this patient has experienced facial nerve stimulation, since the activation of her cochlear implant. Reprogramming efforts failed to relieve her symptoms. A CT scan did not find porous bone or any problems with the alignment of the device in comparison with the facial nerve. Device integrity testing showed unusual results on two electrodes, explanation and reimplantable surgery took place in 2006.